Event description:
During a sling procedure the needle separated from tape on the right side. The physician was still able to get a reasonable amount of support with the sling. Stress incontinence recurred on the third day post op.